Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("pain pelvic/abdominal") and pelvic pain ("pain pelvic/abdominal"). The patient was treated with surgery (essure device removal). Essure (ess205) was removed. At the time of the report, the fallopian tube perforation, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, fallopian tube perforation and pelvic pain to be related to essure (ess205). The reporter commented: she received treatment for pelvic pain, abdominal pain, fallopian tube perforation diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test-not specified. Result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: plaintiff fact sheet received. Reporter information updated. Removal details updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("pain pelvic/abdominal") and pelvic pain ("pain pelvic/abdominal"). The patient was treated with surgery (essure device removal). Essure (ess205) was removed. At the time of the report, the fallopian tube perforation, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, fallopian tube perforation and pelvic pain to be related to essure (ess205). The reporter commented: she received treatment for pelvic pain, abdominal pain, fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test-not specified. Result-not provided. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), abdominal pain ("pain pelvic/abdominal") and pelvic pain ("pain pelvic/abdominal"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, fallopian tube perforation and pelvic pain to be related to essure (ess205). The reporter commented: she received treatment for pelvic pain, abdominal pain, fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously reported event "injury nos" was replaced with "pelvic pain", events- "abdominal pain, fallopian tube perforation", added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.